Manufacturer narrative:
On december 23rd, 2021, pump history was reviewed and showed that on (B)(6) 2021, the customer received invalid transmitter ID alerts. The issue was resolved with the same transmitter. With the inclusion of the additional information, alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.